Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that failed pm was confirmed due to a bad oridion board with error code 570.6200, replaced it a new oridion board. Updated a new logic board for compatibility. Damaged front case and rear case replaced them new front and rear cases assembly. Performed leak down test and co2 calibration with passing results. Keypad 8300 based on the findings, service determined that the proximate cause of the reported issue was due to failed preventive maintenance / electrical failure of the oridion board device history review: a review of the device history record for sn (B)(4) was performed from date of manufacture 06/23/2014 to the present date (B)(6) 2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the device had failed preventive maintenance. No patient involvement.